Manufacturer narrative:
Additional information: MDR 2 of 6. The returned device was found to have a damaged air vent that could cause leakage. The probable cause for the damaged vent is due to electrostatic discharge (esd). A device history review did not reveal any non-conformances that would have contributed to the reported event.

Event description:
It was reported that, on an unknown date, the transfer set involved in the event experienced a leak of an unknown chemo medication at the filter. There was no patient involvement. No additional information is known at this time.